Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous retrograde approach. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt anastomotic stenosis. After a guide wire crossed the lesion, a 5.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres; however, during the second inflation at 24 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.